Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose at the time of incident was 428 mg/dl and patient's current blood glucose: 533 mg/dl and treated with manual injections. This morning blood glucose was 425 mg/dl. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.